Event description:
Although not confirmed by a healthcare professional, as purported by legal council in pending litigation; pt used cidex to clean the inside of a fire rescue vehicle where medical treatment is provided. The report further states that as a direct result of the use of cidex pt was caused to suffer severe injury and damage, including bodily injury, pain and suffering, physical handicap, mental and emotional distress, disability, deformity and embarrassment including, but not limited to headaches, weakness, dizziness, shortness of breath, earaches and respiratory and sinus problems. The documentation includes claims that pt has been diagnosed with various adverse reactions to cidex and has incurred the expenses of hospitalization and medical treatment.